Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found damaged tip clamps and plunger clamp in the problem area of the pipetter assembly. The fse installed new tip clamps and a plunger clamp, and cleaned tip sleeves. The instrument was inspected, tested without further problem, and returned to service.